Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 19 mm jostent graftmaster stent is being filed under a separate manufacturer report number. Failure to seal the lesion (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Since there was no report of any damage observed to the stent delivery system or stent implant prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. In this case, no patient anatomical information was provided and the device was not returned for analysis, both of which may have aided the investigation. It is possible that the stent did not have proper vessel wall apposition to properly seal the lesion; however, the exact cause cannot be determined. A review of the finished product device history record did no reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. In this instance, although a conclusive cause cannot be determined for the reported failure to seal (leak), there does not appear to be any indication of a product quality deficiency. All stent delivery systems are 100% leak-tested and visually inspected for foil damage and proper placement online during the manufacturing process.

Event description:
It was reported that a perforation occurred in the proximal left anterior descending artery during the use of a non-abbott device. The 4.0 x 19 mm graftmaster stent was implanted, but did not completely seal the perforation. The 3.5 x 19 mm graftmaster stent was then attempted, but it would not advance through the guiding catheter. The perforation was sealed by using prolonged balloon inflations. No adverse patient sequelae were reported. The final patient outcome was reported to be good. No additional information was provided.